Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 87 mm abdominal aortic aneurysm. It was reported that during routine follow up, a possible type ia or type ii endoleak was observed at the proximal area of the main body stent graft. It was reported that over four years of follow up the aneurysmal sac had decreased to 70 mm and since then there was sac enlargement to 83 mm observed in CT scans performed without contrast due to renal insufficiency. It was noted that the patient is now dialysis dependent and so CT with contrast was performed showing the endoleak. No intervention was performed to resolve this event. No additional clinical sequelae were reported and the patient will be monitored and reevaluated in 6 months.